Manufacturer narrative:
This report is submitted september 10, 2018.

Event description:
Per the clinic, the patient developed an infection and subsequently the device was explanted on (B)(6) 2018. The patient was not reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported the patient was treated with antibiotics (date and duration not reported). This report is filed on may 03, 2019.